Event description:
No new information.

Manufacturer narrative:
Additional information: h4, h6. Correction: d3, g1. The reported event could not be confirmed as no images were provided for review. Further information from the sales rep confirmed the procedure was completed successfully with no adverse consequences, and only minor contouring of the implant was performed. Stryker r&d reviewed the case and verified that the design followed all procedures, with documentation showing the surgeon had confirmed and verbally approved the implant perimeter and contours during the design call. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the superior extent of the implant was too close to the lower incisors and required burring intraoperatively to relieve it enough to close.